Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. Refer to manufacturer report 3005099803-2025-05788 and 3005099803-2025-05790 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a stenosis during a procedure performed on (B)(6) 2025. During the procedure, the distal flange of the stent did not deploy. After considerable effort and the use of balloon dilation, successful deployment was eventually achieved. Therefore, the procedure was completed using the same device. There were no patient complications reported as a result of this event. Note: the customer provided some images where the stent can be observed partially deployed. It is currently unknown at what point these photos were taken.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the axios stent and electrocautery enhanced delivery system were not returned for analysis. However, media inspection of the photo provided by the complainant was performed and it can be observed the stent partially deployed. Media analysis confirmed the reported event of stent partially deployed. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device. Based on the information available and without proper evaluation of the device, there is not enough evidence to determine whether the reported event was due to the physician's manipulation of the device during the procedure, or whether it was related to a device malfunction. Taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. Refer to manufacturer report 3005099803-2025-05788 and 3005099803-2025-05790 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a stenosis during a procedure performed on (B)(6) 2025. During the procedure, the distal flange of the stent did not deploy. After considerable effort and the use of balloon dilation, successful deployment was eventually achieved. Therefore, the procedure was completed using the same device. There were no patient complications reported as a result of this event. Note: the customer provided some images where the stent can be observed partially deployed. It is currently unknown at what point these photos were taken.

Manufacturer narrative:
Block h6 imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant including pictures where it can be observed the stent partially deployed. Media analysis confirmed the reported event of stent partially deployed. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Based on the information available and without proper evaluation of the device, the investigation concluded that the reported event of stent difficult to deploy cannot be confirmed due to the lack of evidence, it is unknown if it was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Additionally, it is unknown if this clinical observation found during the procedure was due to the technique used as there is no objective evidence. Therefore, the overall root cause of the reported events is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.